Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. All components were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates that a left hip revision procedure occurred on (B)(6) 2013 due to a fractured trunnion. Revision operative report noted the presence of reactive tissue around the acetabulum and osteolysis. All components were removed and replaced with a biomet metal on polyethylene hip and competitor cables. A review of invoice history confirmed the initial surgery date and both revision procedure dates. Medical records were not provided to indicate the reason for the revision surgery that took place on (B)(6) 2014.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions. " and "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 5 of 6 mdrs filed for the same event (reference 1825034-2014-04704 / 04705 & 2015-00611 - 00614).